Event description:
Patient reported the insulin cartridge of the infusion device is broken. Patient stated there was a leak during use. Patient reported didn't notice the leakage. Patient stated her blood glucose level went up to 26.0 mmol/l (468 mg/dl) and then she check the infusion device and saw that the insulin cartridge was defective. Patient's normal blood glucose level was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified; the product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The battery cover and adapter passed the optical inspection.